Manufacturer narrative:
H11: livanova deutschland manufactures the essenz hlm. As per follow up, the essenz sw rev. Was 1.5.1. A livanova field service representative was dispatched to the facility to investigate the device and he was unable to reproduce the cockpit reboot. Customer said the cockpit reboot immediately, all other subsystems were available during cockpit reboot. No interference or stress on the cockpit cable were visible. Livanova logo was displayed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a procedure, the essenz cockpit reboot on its own. There is no report of any patient injury.

Manufacturer narrative:
H11: a detailed investigation has been conducted. Results revealed that this type of event can be caused by specific high-level processes, such as the logger or windowmanager applications, which can trigger a segmentation fault or watchdog timeout. This leads the linux operating system to reset the logger or windowmanager application to restore normal operation. Livanova initiated an improvement action in order to further decrease the already low frequency of occurrence of this type of event.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H11: the cockpit log files have been requested and analyzed. The analysis confirmed the problem, highlighting that the backup control unit maintains control during the reboot. The cockpit screen reboot showing the livanova logo and once the cockpit user interface is restored, the "last case" button enables users to retrieve all prior settings and proceed without any data loss. During the reboot, the heart-lung machine's critical functions, including pumps, alarms, sensors, and safety systems, continued to perform as designed. The gas blender returns to the original settings selected by the user and may require the operator to adjust flows if changed during operation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.